Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation with a qdot micro¿ catheter and the patient experienced ventricular tachycardia that required defibrillation. It was reported that during a pvc ablation procedure on (B)(6) 2024, the patient went into ventricular fibrillation. After ablating in the right ventricular outflow tract (rvot), the physician went into the left ventricle (lv) with the qdot micro catheter through the prosthetic aortic valve. While ablating in the left ventricle, close to the premature ventricular contraction (pvc) origination, the catheter flipped up near the aortic cusp, causing ventricular fibrillation(vf). This was during radiofrequency (rf) delivery. The patient was successfully cardioverted and there were no further issues during the case. The patient had preexisting mitral stenosis with calcification, and an implantable cardioverter defibrillator (ICD). The physician did not enter via the retrograde trans-aortic approach with an aortic valve replacement. The patient required defibrillation. Patient fully recovered.